Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual device will not be returned. No product evaluation can be performed. Without the finished good lot number, it is not certain if there were any quality issues related to the finished good lot. However, a record review was performed for the finished goods lots purchased during the past six months for this item. Two (2) device history records were reviewed. There were no non conformances issued for these lots. Needle supplier, which is our customer as well, was contacted to verify if there were any quality issues related to the needle batches used in the manufacturing of the lots reviewed. Supplier confirmed that no ncrs were generated as part of the manufacturing process of the needle lots. Finished good product were received into inventory without quality issues. The needle supplier has been made aware of this complaint for a continued investigation. (B)(4), item number sxpd2b202, finished good lot number unk.

Event description:
The tip of the needle broke off and was found inside the incision on the knee. (B)(4).